Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. From the results of evaluation, it was determined that the suggested phenomenon could not be reproduced, nor confirmed. No anomalies were discovered with the device in question. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, and no speculative cause could therefore be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer was performing a therapeutic procedure involving an olympus high flow insufflation unit paired with an olympus smoke evacuation foot switch. During the later part of the procedure, the physician stepped on the smoke exhaust footswitch, and all the gas in the abdominal cavity escaped. Reportedly, the physician waited for the gas to reaccumulate to continue and complete to the procedure. There was no patient harm reported as a result of this event. This report is 2 of 2, submitted to capture the smoke evacuation foot switch. For event 1 of 2, being submitted to capture the high flow insufflation unit, please see report with patient identifier (B)(6).